Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that 136 days following a coronary artery stenting procedure, the patient returned with in-stent restenosis. The index procedure identified and treated one, de novo target lesion of the proximal to distal rca (right coronary artery) measuring 2.5x54mm with 100% stenosis with moderate calcification and moderate tortuosity. Treatment consisted of predilation and placement of a 2.5x24mm taxus liberte drug eluting stent overlapping with an unknown sized liberte bare metal stent resulting in 5% residual stenosis following post dilation. The patient was discharged the next day on asa and plavix. The patient presented for an elective angiogram 136 days post procedure which revealed 70% proximal to mid in-stent restenosis. Treatment consisted of balloon angioplasty. The patient was taking asa and plavix at the time of this event. According to the investigator, the relationship of the device to this event is unknown.